Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass a blood clot was found in the reservoir. No known impact or consequence to patient. Product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).